Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline prosthesis manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation revision unknown mentor smooth saline prostheses (refer to 1645337-2018-01673 for report on contralateral side). Bilateral deflation was diagnosed by a physician on (B)(6) 2018. Breast pain and visual changes in the size of the breasts was also noted. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.